Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Patient code (B)(4) applies to the pump and the catheter. Device code (B)(4) applies to the pump and the catheter. Eval code-conclusion code applies to the pump and catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported the patient was in inpatient at hospital, and had an infection of their recently implanted pump. It was noted that the healthcare professional (hcp) will be removing the pump and catheter. It was unknown what factors may have caused or contributed to the event. Diagnostics/troubleshooting was unknown. Actions/interventions included removal of the pump and the catheter. It was noted that surgical intervention did not occurred, but was planned and scheduled for (B)(6) 2017. The pump and catheter were discarded and will not be returned for analysis. It was noted that the issue was note resolved at time of report, and patient's status at time of report was asked, but unknown. The patient's weight was unknown. The event date was unknown. No further complications were reported/anticipated.